Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that a battery was faulty. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer requested for a replacement battery.

Manufacturer narrative:
The customer replaced the battery to resolve the issue.